Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the day after implant, the patient was feeling light headed. An electrogram showed periods of loss of captured on the right ventricular (rv) lead. It was determined that the rv lead had dislodged. The patient was taken back to the operating room and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.